Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off by itself during a patient event. The customer advised that medical personnel were able to power the device back on. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.